Event description:
Procedure: carpal-tunnel (right hand). According to the reporter: one seam broke and hand became inflamed and reddened. The pt has been experiencing strong pains. The surgeon has stated that the hand has to be operated on again. A smear test was taken from the wound, but no bacillus were found.

Manufacturer narrative:
(B)(4)